Event description:
It was reported that the atrial lead dislodged. Atrial thresholds had increased to greater than 5v at 1.0ms and atrial sensing had decreased. The lead was repositioned and is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.